Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the therapeutic consultant's tablet usb adapter cable has an intermittent break due to recently receiving "unable to open port" multiple times for many patients. It is unknown when this initially started but the error was always able to resolved through troubleshooting. No patients were affected as the interrogation was successful at the end. Replacement cables were provided and the suspect tablet serial cable was received on (B)(6) 2016. Analysis is underway but has not been completed to date.